Manufacturer narrative:
Device evaluation: "the device related to the reported event of rupture was received on apr 20, 2021 with lot number 3465987. Visual analysis of the returned device identified: weight to the spec, a piece of the shell is missing, broken shell, red particles on the surface of the shell. Microscopic analysis was performed which identify a striated edge opening, consistent with the use of a surgical tool. Based on the device analysis the final assessment is: a striated edge broken on anterior side assessed as surgical damage. A piece of the shell is missing assessed as inconclusive." Additional, changed, and/or corrected data: b.5, d.4, d.9, g.2, h.3, h.6. The events of "incision area opened" and "yellow fluid leaking and then silicone gel started coming out" are physiological complications and analysis of the device generally does not assist allergan in determining a probable cause for these events. Reason for reoperation: "incision area opened which had yellow fluid leaking and then silicone gel started coming out" and swelling.

Event description:
Patient reported left side rupture, "incision area opened which had yellow fluid leaking and then silicone gel started coming out" and swelling. Device has been explanted.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: left side rupture.

Event description:
Healthcare professional reported left side rupture, device remains implanted.